Event description:
As reported, the visual indicator on a 7f exoseal vascular closure device (vcd) did not change during withdrawal, and the connection was lost. There were no reported injuries to the patient. The user is familiar with the exoseal vcd and uses the device regularly. Additional information was requested; however, the information was not obtained after multiple attempts. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the visual indicator on a 7f exoseal vascular closure device (vcd) did not change during withdrawal, and the connection was lost. There were no reported injuries to the patient. The user is familiar with the exoseal vcd and uses the device regularly. Additional information was requested; however, the information was not obtained after multiple attempts. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 7f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis no additional anomalies were observed to be reported. An attempt to perform a deployment simulation evaluation was performed; however, it could not be performed completely, as the device was returned deployed. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed during analysis of the returned device, as the window was received in full transition and the device was fully deployed. The exact cause of the reported condition could not be conclusively determined because the condition of the returned device did not match the reported event, having been received with the window in black/white/red position. Based on the limited information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the limited information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the visual indicator on a 7f exoseal vascular closure device (vcd) did not change during withdrawal, and the connection was lost. There were no reported injuries to the patient. The user is familiar with the exoseal vcd and uses the device regularly. Additional information was requested; however, the information was not obtained after multiple attempts. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.